Manufacturer narrative:
Analysis of the catheter, model# 8780, sn (B)(4), found no significant anomalies. It was noted that there were areas that were melted on the catheter, located approximately 3cm, 5.5cm, and 6cm from the proximal end. Some areas were also found to be slightly narrow, located approximately 4.6cm and 5.5cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had spinal headaches post implant. There was no alleged product issue; no actions or diagnostic testing were required. The cause of the issue was not determined. The patient status at the time of the report was alive no injury, and they were reportedly receiving adequate therapy. The pump system was being used to infuse lioresal. It was reported that during a procedure unrelated to the pump and catheter the surgeon noticed the existing catheter looked thinned out and slightly kinked. To air on the side of caution the surgeon decided to splice the existing catheter to maximize the integrity. On (B)(6) 2014, the surgeon did a catheter revision. He spliced the patient's existing catheter and added additional "cm of spinal segment to the additional catheter." Approximately added additional 21.9cm to the existing catheter. The pump system was delivering lioresal. Additional information reported that it was unclear if the spinal headaches had resolved prior to the discovery that the catheter was slightly kinked and thinned out. It was noted that the patient was a cancer patient. The manufacture representative did not know what caused the patient's symptoms and reported it was unclear. The patient's status at the time of report was "alive- no injury."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.